Event description:
It was reported that the procedure was to treat a lesion in the lower extremity right tibial artery with no tortuosity. A 018 surepath guide wire was prepped per the instructions for use and advanced. However, resistance was felt just before the stenosis and the guide wire became stuck against the artery wall. The guide wire was pulled back; however, resistance was met and the guide wire was removed with force. Once removed it was noted that the guide wire tip coils were stretched; however, remained intact. Another surepath guide wire was advanced and the same occurred, the guide wire became stuck against the artery wall. An unspecified balloon was used and advanced over the guide wire to remove the guide wire out of the patients anatomy successfully. Once removed it was noted that the guide wire tip coils were stretched; however, remained intact. A non-abbott guide wire was used to successfully complete the procedure. There was no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional surepath guide wire referenced, is being filed under a separate medwatch report. The device is manufactured by neometrics, inc; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by (B)(4). The devices were returned for evaluation. The stretched coils were not confirmed; however, a bent tip was confirmed. The reported failure to advance and difficult to remove could not be confirmed as they were based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A DHR review was conducted and it was determined that all quality and customer specifications were satisfactorily met. There were no non-conformances written against the components involved in producing the lot in question. Based on the reviewed information, no product deficiency was identified.